Manufacturer narrative:
Under investigation.

Event description:
It was reported the patient had difficulty reaching full extension in his leg. On (B)(6)2009, the patient's patella was revised due to a fracture of the peg.